Event description:
During a surgical procedure, surgeon (B)(6) used two (2) screwdrivers from the same tray. Both screwdrivers did not hold screws very well; screws fell off the screwdrivers; delaying surgery several seconds to keep reattaching screw. No adverse effect to patient. Second of two reports for the same patient/surgery by the same surgeon.

Manufacturer narrative:
Screwdrivers visually inspected, met specifications; found normal wear of device. Review of DHR showed no anomaly which could have contributed to incident. Problem could not be replicated during evaluation of complaint. Design improvement projects had been initiated prior to receipt of complaint. First project included material change to a stronger stainless steel type. Second included a tip geometry change which was verified by in-house testing. Both changes have been implemented.